Event description:
It was reported that a spectrum pump alarmed upstream occlusion when no occlusion was present. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing, an upstream occlusion did not occur. A review of the event history log revealed upstream occlusion messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. Evaluation observed and found that the issue did not occur when the pump was tested for the occlusion alarm, and the error did not occur when the pump was occluded manually for testing with a clamp, but the ultrasonic sensor reading was out of the specification. The cause of the condition was determined to be an out of calibration ultrasonic sensor. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.